Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) performed a left knee total arthroplasty today on a woman who had her right side done on (B)(6) 2017 at (B)(6) hospital by dr. (B)(6). Six weeks after her right side was done, she fell which resulted in a periprosthetic fracture of the right distal femur. Patient was not treated for the fracture and it healed but continues to give her pain. She wanted the left side done today because it hurt more and when it heals she¿ll have the right side revised. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.